Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that shaft break occurred. A 3.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during the procedure, the shaft broke. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported and the patient was stable.